Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica leibinger in freiburg, germany, suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
Two mandibular distraction devices were placed bilaterally on the pt. About one week later, the parents heard a "popping" noise during the distraction process. The rod broke at the joint. Both the rod and distraction frame on one side of the pt were removed and replaced with a completely new unit. This event did not cause any adverse consequence to the pt or surgical delay.